Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unresponsive button; only one button was not working, the most frequently used button. The customer's blood glucose was 12.2 mmol/l. The customer stated that they were in the basement and there was a lot of moisture there. The customer was advised that the insulin pump needs to be replaced. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, broken belt clip slot and a missing end cap sticker.